Event description:
The patient was revised because the cup was too anterior and the patient dislocated.

Manufacturer narrative:
The devices associated with this report were not returned. Examination of a provided patient x-ray does appear to confirm that the cup version angle is less than would be recommended. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.